Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
It was reported that frayed wires were identified on the cable connecting the handheld to the patient electronics device. There were no adverse consequences reported by the patient.